Event description:
Surgery date: (B)(6) 2012. A patient with parkinson's disease underwent a procedure at l3-l5 via tlif(l4-l5). It was reported that the cage back-out was confirmed. The patient is asymptomatic. Per the report, the patient has been worn an elastic corset. A revision surgery will be performed on (B)(6) 2012 at another hospital.

Manufacturer narrative:
A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not contribute any additional information to this investigation. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.